Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty engaging the cardiac resynchronization therapy pacemaker (crt-p) set screw with the wrench. Once the screw was deemed sufficiently tightened, the device was placed in the pocket with all numbers stable. The device is still in use. No patient complications have been reported as a result of this event.